Event description:
Patient called lfs and alleged that their meter was powering off during use. The patient stated that the last time they tested on the meter was in 2004 in the morning. They contacted their medical professional for advice; no treatment was reported. The issue was not resolved with troubleshooting; the patient replaced the battery with a new one and the meter would still not power on. The meter is being replaced for the patient.